Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this pacemaker implant procedure, the field representative noted there was a tight fit with the right ventricular (rv) lead when inserting into the device header. The field representative noted that he believes the issue was attributed to the white serial number band around the lead. The lead was successfully implanted and connected to the device header with normal measurements confirmed. No adverse patient effects were reported.